Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd vacutainer® edta 2k contained foreign matter. The following information was provided by the initial reporter: "the customer reported that fm (colored fm or ink) was found on the cap."

Manufacturer narrative:
The following fields were updated, due to additional information: d10: device available for eval? Yes; d10: returned to manufacturer on: 2021-01-18. Investigation summary: bd received 2 samples and 4 photos for investigation. The photos were reviewed, and the customer¿s indicated, failure mode for embedded fm with the incident lot was observed. Additionally, the customer samples were evaluated by visual examination. And the indicated, failure mode for embedded fm with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues, during manufacturing of the product.

Event description:
It was reported, that bd vacutainer® edta 2k, contained foreign matter. The following information was provided by the initial reporter: "the customer reported, that fm (colored fm or ink) was found on the cap".